Event description:
Customer reported an issue with the speaker and vibrate function of the pump, stating that the speaker volume and vibration were too quiet, leading to concerns about missing critical alerts for low or high blood glucose levels. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy